Event description:
Nurse manager was notified several days following the event that this patient's intracardiac broviac had become dislodged and that the patient required CPR and resuscitative efforts until the line could be re-secured. In an effort to evaluate whether or not this catheter had any manufacturer defects which could have contributed to this event, the line was saved following its removal from the patient about three weeks later and would like biomed to evaluate. Patient has neuro deficits. Uncertain whether or not this event was related.from care notes: the patient is a neonate who underwent a norwood stage I palliation and tapvc repair. Her postoperative course was complicated by bleeding on the day of surgery and on re-exploration, the broviac catheter site was determined to be the source. Attempts to reinsert the broviac catheter were unsuccessful due to recurrent dysrhythmias and poor cardiopulmonary function. The broviac catheter was left within the pericardium. Her subsequent course has been one of improvement and the decision was made today to undertake delayed sternal closure and re-insertion of the broviac catheter.